Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received with return of device. Failure (event) observed. During analysis. Analysis found the lead to exhibit high impedance due to foriegn contaminant on the electrode.

Event description:
This report is to advise of an event observed during analysis.